Event description:
Revision surgery to correct pain.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. D4 - catalog numbers and lot codes of other devices listed in this report: cat # 6260-5-128 lot # unk, description: 28mm std v40 taper vit head. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.